Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The preclose technique was not used in this large-hole puncture site. The perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of a common femoral vein was attempted using proglide devices with a 12f sheath after an interventional watchman procedure. Reportedly, the first proglide plunger did not push in all the way. The plunger was removed and footplate closed; the device was removed without issue. A second proglide would not achieve hemostasis; excessive bleeding was noted. A third proglide device was attempted; however, hemostasis was not achieved. When surgical suturing was used, a tear was found in the vein. A figure eight suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.